Event description:
A trilogy ev300 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device failed the fio2 testing. The device's solenoid valve and in-line proximal filters need to be replaced to address the issue. The fio2 sensor was calibrated, and software was updated. The unit passed all verification tests.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device failed the fio2 testing. The device's solenoid valve and in-line proximal filters need to be replaced to address the issue. The fio2 sensor was calibrated, and software was updated. The unit passed all verification tests. The solenoid valve and micron in-line proximal filters were evaluated by the manufacturer's product investigation laboratory (pil) and found solenoid valve and micron in-line proximal filters functioned as designed and operated without issue or error codes.